Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that they were unable to obtain ECG readings from leads with a heartstart mrx. There is no indication of negative patient impact.